Event description:
A falsely depressed total bilirubin result of 35.87 umol/l was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a result of 228 umol/l was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely depressed total bilirubin result. Analysis of the instrument and instrument data indicate that the cause of the falsely depressed total bilirubin is unknown.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated total bilirubin result is unknown. The instrument is performing within specifications.